Event description:
After placement confirmation from abdominal xray, stylet could not be removed by several nurses. It was stuck, dobhoff 10f had to be removed and a new one inserted. Even after the dobhoff was removed from the pt, the stylet still would not come out.